Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device was broken in half. During service and repair, it was determined that the housing was loose and the attachment had separated into two parts. It was also noted that the device failed pre-test for check symmetry. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Corrected data: the date the device was returned to the manufacturer was originally reported as december 26, 2017 in the initial report and has been updated to december 20, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.